Manufacturer narrative:
The device was returned and the evaluation found the following: ceiling plate is deformed; air/water cylinder has foreign objects; due to pinching on bending section cover or distal sheath rubber, water tightness is lost; due to wear of angle wire, bending angle in right direction does not meet the standard value; due to wear of angle wire, the play of upwards/downwards knob is out of the standard value; due to wear of angle wire, the play of right/left knob is out of the standard value; air/water tube has foreign objects; jet tube has foreign objects; objective lens has a crack; light guide lens has a crack; adhesive on bending section cover or distal sheath rubber has wear; due to deterioration of connecting tube, metal part is exposed; connecting tube has a scratch; due to clogging of jet tube in control unit, water cannot be supplied; and universal cord has a wrinkle. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope had a whitish foreign material was found inside the air/water-tube, the jet tube and the air/water cylinder. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that may not have been able to be properly performed, due to a leak from the bending section cover (a-rubber). A further cause of the leakage could not be presumed. The suggested events are detectable and preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventive measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.